Event description:
The dealer states the right gearbox is leaking.

Event description:
The dealer states the right gearbox is leaking.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that the gearbox cover gasket is leaking.